Manufacturer narrative:
Insulin pump received with no act, up and escape button response due to moisture keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator motor and battery tube assembly during visual inspection. Insulin pump received with minor scratched lcd window and cracked case display window corner.

Event description:
Customer reported via phone call that the o ring inside lip of reservoir compartment was missing. The customer¿s blood glucose level was 389 mg/dl at the time of the incident. Customer reported a scratched screen and a reservoir compartment being very cloudy possibly because of a reservoir that leaked about a month ago. Customer stated they did not see the screen. Customer stated insulin pump was exposed to moisture. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.